Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Precleaning was done immediately after the patient procedure and involved the following steps: water was aspirated through the instrument suction channel with a suction pump, aspiration was done with both the first and second position of the suction valve, the air water and instrument channels were flushed with water and air using the adapter, and the air water channel was flushed with air/water using the adapter. The device passed a leak test and wassenberg endohigh detergent was used for manual cleaning. The instrument/suction channel, suction cylinder, and instrument channel port were brushed during manual cleaning. A wassenberg automatic endoscope reprocessor (aer) was used with wassenberg endohigh detergent and endohigh paa disinfectant. All channels were connected with tubes when the scope was set up in the aer, the concentration and expiration date of the disinfectant was controlled, filter water was used as rinse water, and the water filter was replaced according to the IFU. The scope was dried using sterile paper and stored in a simple cabinet. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issues were found during regular examination in the hospital after a diagnostic gastroscopy procedure. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lms final investigation. The lm reviewed the customer provided cds processes where information to judge deviation from IFU was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024, sampling from: auxiliary water channel (ch), cfu: 18cfu, bacterial identification: streptococcus mitis oralis, rothia mucilaginosa. Sampling date: (B)(6) 2024, sampling from: auxiliary water ch , cfu: 0cfu, bacterial identification: n/a. Sampling date: (B)(6) 2024, sampling from: distal end , cfu: no detection, bacterial identification: n/a. Sampling from: biopsy ch/suction ch, cfu: 0cfu, bacterial identification: n/a. Sampling from: air/water-channel, cfu: 4cfu, bacterial identification: streptococcus salivarius, streptococcus vestibularis. Sampling from: auxiliary water channel (ch), cfu: 18cfu, bacterial identification: streptococcus mitis oralis, rothia mucilaginosa. Sampling date: (B)(6) 2024, sampling from: distal end, cfu: no growth, bacterial identification: n/a. Sampling from: biopsy ch/suction ch, cfu: 0cfu, bacterial identification: n/a. Sampling from: a/w-ch , cfu: 0cfu, bacterial identification: n/a. Sampling from: auxiliary water ch, cfu: 0cfu, bacterial identification: n/a. The device evaluation during the repair process white foreign material was found in the air water channel. Based on the results of the investigation, a foreign material was found in the air/water (aw) channel. Based on this finding is it possible that the microorganism found in the aw channel come from the foreign material. This foreign material can be the result of insufficient reprocessing of this channel or simply due to the use of anti-foam agents, even with strict adherence to instruction for use (IFU). These anti-foam agents can form crystals in the channels that could have a negative impact on reprocessing and are a great place for biofilm formation. Because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the device tested positive for different micro-organisms than what was reported by the customer. The device was tested a second time and conformed to the regulation's recommendation. The following is included in the device instructions for use (IFU): ¿IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.